Event description:
A report was received that a pt's precision system was explanted. The device was confirmed to be working properly but the pt's midline incision came open and the physician decided to explant the ipg and leads. The pt was prescribed antibiotics as a precautionary measure and was reportedly doing well following the surgical procedure.

Manufacturer narrative:
The leads were discarded by the medical facility, and will not be returned for bsn to evaluate.